Event description:
Report received of a splash of contaminated suction liner contents. Reportedly the pt was connected to nasogastric suction. No shut-off valve was used. The liner overfilled. The nurse turned off the vacuum, and the nurse was sprayed with secretions from the port when they went to remove the liner. The spray landed on their clothing, shoes, and arm. They washed their arm and changed their clothing. No prophylactic medications were given or baseline lab tests were done. There were no reported adverse effects and no medical interventions were required. Though requested, no additional info was provided.